Event description:
The ge oec 9800 fluoroscopy system had lock-up issues as well as a damaged power plug.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the low voltage power supply (psi) that was below the threshold of 5.1 volts. The ps1 power supply was adjusted above the threshold to 5.2 volts. The power cord plug was also repaired. The system was tested and found to functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.